Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call absence of low reservoir alarm and high blood glucose levels. Customer's blood glucose level was 412 mg/dl. Customer advised they changed their set and that they would frequently change out their batteries. Customer declined to troubleshoot for high blood glucose levels.